Event description:
It was reported that the patient experienced nausea and vomiting secondary to intrathecal compounded dilaudid therapy. Interventions included reprogramming/refill/bolus during which there was a 20% decrease in therapy and the new daily dose was 0.3997 mg/day. The device was interrogated on the day of report and was normal. The cause of the event was possibly related to the drug and the added new drug was noted as related, and unlikely related to the implant procedure. The patient was admitted for observation which required a prolonged hospitalization. The event was ongoing. It was later reported that there was drug toxicity and intervention included a 10% increase in compounded dilaudid on (B)(6) 2012. The patient was also released on this day and was seen for follow-up at the clinic. No interventions were required and the outcome was resolved without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient, product ID 8731sc, serial# (B)(4), implanted: 2012 (B)(6), product type catheter, product ID 8590-8, lot# n286578, implanted: 2012 (B)(6), product type accessory, product ID 8590-1, lot# n329782, implanted: 2012 (B)(6), product type accessory.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported patient detail and pump device and concomitant product identification and manufacturing details.

Event description:
Additional information was received. It was reported that the patient was seen in the clinic on (B)(6), 2012. At that time, she had a "pump increase" which led to a lessening of vomiting, but her nausea persisted.